Manufacturer narrative:
Correction to e2, it was inadvertently selected as "yes" in the initial medwatch report; however, that option should remain blank. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that an image was not displayed because communication failure occurred due to faulty cable. The event can be prevented by following the instructions for use which state:  never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the 4k camera head had no image. The issue was found during reprocessing before procedure. The patient was not under anesthesia. The laparoscope procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
During evaluation, the following were found: there was no image due to faulty cable. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.